Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2020-00269, 353-01-109, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - patient's tibial component from primary surgery collapsed requiring a revision surgery.